Event description:
Scoliosis pt had posterior spinal fusion surgery in 2004. Pt developed drainage same day of surgery. Drainage treated with antibiotics - ancef and nafcillin. Pt was taken to o.r in 8/2004 to determine drainage. Surgeon found seroma. The drainage stopped after the seroma was sewn. The pt was discharged from the hosp five days later. A totol of 82cc of intergro dbm putty/paste was used during the initial surgery. All products were cultured prior to use and all results were negative.